Event description:
It was reported that during thr procedure both impactors broke during surgery, this happened outside the patient. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all and the device did not break over the incision or wound. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. The device was manufactured in 2012. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.